Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis.a partial lead was returned in five segments for analysis. Internal insulation abrasion was noted at 40.5-41.3cm from the distal tip. The etfe coating was intact at this location.